Manufacturer narrative:
Product ID 97740, serial# (B)(6); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 39286-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was a coupling problem. The patient stopped feeling stimulation on the night prior to report and her left leg and hip were hurting. The patient stated that she was feeling the tingle but just not enough. The patient tried to charge up the device and was not having any success. The patient was getting 0 coupling bars. The patient stated that she had been charging it for hours and the battery level was still blinking at the ¼ mark. The patient was wearing a recharging belt and it was snug. The patient stated that there was no swelling or bandages. The patient stated that she had tried moving the antenna and twisting it. The patient stated that she was currently sitting but the patient had tried charging while lying down as well. The patient was in a wheelchair. The patient stated that she had tried propping a pillow against her ins but that did not help. The patient stated that when she lay down to try and charge it she tried lying on the side the ins was on and putting pressure against it. None of these seemed to make a difference with the coupling level. An antenna locate feature was performed and on the first try she got 2 boxes shaded but on the second try she got all 8 boxes shaded. The patient mentioned that the implantable neurostimulator (ins) battery had already increased since she got 8 boxes darkened. The patient reported that she had a loss of therapeutic effect.